Manufacturer narrative:
It was reported that as the package has been opened, it could be noticed that the inner package was damaged. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. Devices analysis: the allofit shell was returned in the original carton box together with the patient labels. One plastic bag was returned opened. It looked like the bag was opened with scissors or a similar instrument. Also a second open bag was returned. The product was returned still packed in the sterile bag. On the sterile bag some scratches could be observed at the position where the bag was wrinkled, also some small rips, compatible with the damage produced by use of instruments like pliers, could be seen. Root cause determination using dfmea: infection due to non sterile implant due to inadequate packaging => not possible: the packaging specification certifies the suitability of the package and the documents of package for lot 2845702 indicate that there was no packaging fault. Unsterile product; damaged product due to inadequate packaging (eg. Temperature, vibration during transport or storage) => possible: it may got damaged during transport. Conclusion summary: it is possible that after opening the first blister, to pull out the device and its sterile blisters from the first bag, the staff used a sharp instrument like pliers or similar. This sharp device led to the damage observed on the package. Since the device manufacturing quality records indicate that the released components met all requirements to perform as intended, it is possible that the damage occurred outside of zimmer facilities, i.e. During transport. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Where lot numbers were received for the device(s), the device history record were reviewed and found to be conforming. The manufacturer did not yet receive the device and packaging for investigation, but it is mentioned by complainant that it will be returned. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the surgeon wanted to implant in a patient an allofit alloclassic shell 50/h h on the right side on (B)(6) 2016 and noticed, when the package was opened, that the inner package was damaged. The concerned device was not implanted and replaced with an other device. The surgery was delayed for 10 minutes no other impact to the patient was reported.